Event description:
Atherosclerotic lesion in saphenous vein graft (svg) to obtuse marginal branch artery was crossed with guidewire (300 cm bmw wire) and with tip of sheathed filterwire ex device. The bmw wire was used as a "buddy wire" to help the filterwire cross the lesion. The filterwire ex system was not able to cross the tightest portion of the lesion due to the profile of the filterwire nose cone / delivery sheath section. Physician pre-dilated the lesion over the bmw wire using a 2.0 x 15mm maverick over-the-wire balloon and chose to leave the filterwire ex system in place while performing the dilatations distal to proximal. Following post dilatation of the entire lesion segment, the filterwire ex was able to pass throughout the remainder of the svg easily. However, the filterwire ex delivery sheath was unable to be retracted to deploy the filter portion of the filterwire ex protection wire. The filterwire ex system was then retrieved into the guiding catheter and out from the patient. However, when the system was being retrieved it was noted that the filterwire's guidewire spring tip did not move and was left within the native portion of the obtuse marginal vessel just beyond the distal portion of the graft. Multiple attempts made to retrieve the spring tip of the filterwire ex were unsuccessful and the tip was left within the patient's native coronary vessel. The lesion site was successfully stented with a 3.5 x 24mm express2 coronary stent and post dilated with a 4.0 x 15 nc monorail balloon. The patient did not experience any chest pain, hemodynamic, EKG changes or other adverse clinical sequelae post-procedure.